Event description:
It was reported that the customer was hospitalized due to low blood glucose of 27mg/dl, and the insulin pump gave him too much insulin. Troubleshooting was performed, and the displacement test passed. The wife stated that the device alarmed battery out of limit after changing the battery. The caller requested a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.